Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported in general that spectrum pumps have an increase in frequency of upstream occlusion alarms and are more sensitive to air in line. It was not specified at what process step these issues are occurring and there was no report of patient injury or medical intervention associated with this issue. No additional information is available.